Event description:
It was reported that the customer was in the intensive care unit due to high blood glucose of 29mmol/l. It was stated that the alarm history revealed that he have had no delivery alarm twice the day before. Then the customer used an insulin pen later in the evening since his blood glucose did not drop. It was stated that the mother was not aware of the alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.